Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: (B)(4), explanted: (B)(6) 2019, product type: catheter. Product ID: 8711, serial#: (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 20mg/ml morphine at 9mg /day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's skin was reacting to the pump. At a follow up appointment a keloid scar was noted to be forming around the pump, as well as tightening skin which was pushing the pump out of the body. The patient's entire infusion system was explanted, and it was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.